Manufacturer narrative:
(B)(4). D10: cat: ep-112848; lot: 6186769; exc abt e1 n/flng cup. G2: foreign ¿ japan. H6: proposed component code: mechanical: stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven years post-implantation, the patient underwent a hip revision due to the head coming off the stem. All implants were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the explanted devices but could not be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.